Event description:
In 2005, in response to two occurrences of wire breakage in accessory cables, a process for instrument room staff to conduct continuity testing of each cord prior to putting back in use was instituted. Recently, we have had two occurrences of cables placed back in service that were clearly bad at the connection. The first occurrence involved the cable shorting out at the cable end where it is plugged into the cautery unit. There was no injury to patient or staff. There was no damage to the cautery unit and a new cable was obtained and the procedure continued with minimal delay. The cable was pulled from service and sent to biomedical engineering. A week later, there was a second report of a very burnt cable at the connector to the cautery. The cable had a hook cautery handpiece attached to it and the hand piece was not damaged. The cable caught fire, melted and went out within minutes. The patient and staff were not injured and the sterile field was not compromised at any point. Follow up with instrument room management revealed that the cables are no longer being checked consistently. The second burnt cable was given to the instrument room team for re-educating staff on the importance of testing the cables.